Event description:
Numerous episodes of high ventricular rate were reported. Two episodes showed "real" high rates, and six episodes seemed to be triggered by noise. The noise could not be replicated with isometrics. The lead impedance and capture were acceptable. The lead would be monitored and replaced with the pulse generator in six to nine months.

Manufacturer narrative:
Na